Event description:
It was reported that during a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Lead damage was visually observed on the rv lead. Abbott technical support was contacted and the rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of lead body tubing damage and noise resulting in oversensing were confirmed. As received, only the connector portion of the lead was returned for analysis. Visual analysis noted an external insulation abrasion breaching the ring electrode cable lumen consistent with friction to the device can located adjacent to the connector boot. The cause of the reported events were due to the abrasion and the exposure of the inner coil in the abrasion zone. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.